Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, tubing came off the site portion of the infusion set. The patient woke up in the morning of this report and noticed that the tubing was not connected. The site location was patient's thigh and the pump was around the breast area at night. The infusion had been in use for two days and the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.